Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was able to be confirmed. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion jr4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, 90% stenosed right coronary artery (rca). During the procedure a 2.00 x 20 mm mini trek rx balloon dilatation catheter (bdc) was used for pre-dilatation and on the first inflation of the bdc to 12 atmospheres the balloon ruptured. The procedure was completed successfully with non-abbott balloon catheter and non-abbott stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.